Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between the 300-400s (mg/dl). A bolus was administered to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.